Event description:
A facility administrator (fa) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with an hd nurse. The blood leak occurred within five minutes of the initiation of the patient's treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Two photographs were provided which show blood present within the bell housing and outside of the fibers. One photograph shows a dialyzer connected to the machine with visible blood in the drain line as well which is indicative of an internal leak. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported issue was confirmed based on the provided photographs, however a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with an hd nurse. The blood leak occurred within five minutes of the initiation of the patient's treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.